Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occured on (B)(6) 2016. The sensor insertion was at the arm on (B)(6) 2016. Patient reports that the sensor wire remained in skin. No additional event or patient information is available. It was reported that the sensor was inserted into the arm. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).